Event description:
Information was received from a patient regarding an implantable neurostimulator it was reported that they are getting leg pain from overstimulation. Patient stated if they decrease stimulation it doesn't go away. Patient reported they have to put stimulation down to a point where they can't feel it in the "lower section" and stated half the time it's not working. Pt stated they noticed this started within a few months of it being put in and stated their dr told pt they would have to lower it but then reported they started getting a rash in between their butt crack. Pt stated they kept taking samples of the rash to see if it was shingles and it kept coming back not shingles. Patient stated they are on shingles medication due to that. Pt stated when they stop taking their medication then they have an outbreak right by the battery again. Pt stated when the implant was on their right side they never had a "break out" but stated as soon as the implant was placed on their left side that's when it started happening. The patient inquired if they are allergic to the battery and inquired is the battery is made of silver. Pt stated they were told that it "can't be" the battery. Reviewed battery materials specs and redirected pt to hcp to further discuss. Pt inquired if the 3058 has been recalled and stated they heard it had been because it was "giving people leg pain" . Reviewed information with pt. Walked the patient through connecting with implant on call and patient successfully connected with their ins and confirmed not seeing ins low battery icon at this time. Reviewed ins longevity and redirected pt to hcp to check ins battery status.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.